Event description:
Reported noted blue, half inch particles floating over eye before incision, visible in patient's eye opst-op. Removed. Patient is fine, no damage to eye, no additional visits required. Suspeck back table cover is particle source.